Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 4.4ml of harmonyca lidocaine. About one month later, the patient received touch up injections in the cheeks bilaterally with 1.6ml of harmonyca lidocaine. About one year and five months later, the patient experienced non device related ¿mild pneumonia.¿ this is the same event and the same patient reported under patient identifier (B)(6) (emdr-68134). This emdr is being submitted for the suspect product, initial injection with 4.4ml of harmonyca lidocaine.

Manufacturer narrative:
Additional, corrected, and/or changed data: a3a, a6, b5, d6a.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 4.4ml of harmonyca lidocaine. About one month later, the patient received touch up injections in the cheeks bilaterally with 1.6ml of harmonyca lidocaine. About one year and five months later, the patient experienced non-device related ¿mild pneumonia.¿ the same day the patient was treated with antibiotic (unknown). The event resolved thirty days later. The patient concomitantly takes anesthesia, alendronate, glucosamine, omega-3, vitamin d, vitamin c, ativan, trazadone, criprolex, onabotulinumtoxin, alendronate. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, initial injection with 4.4ml of harmonyca lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of bacterial infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with harmonyca lidocaine. The patient experienced non device related ¿mild pneumonia.¿ the same day the patient was treated with antibiotic (unknown). The event resolved thirty days later. The patient concomitantly takes anesthesia, alendronate, glucosamine, omega-3, vitamin d, vitamin c, ativan, trazadone, criprolex, onabotulinumtoxin, alendronate.